Event description:
Customer reported the system is displaying filament and collimator calibration needed messages. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reloaded generator software. System operates as intended.